Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 505 mg/dl. The customer noticed insulin had leaked into the insulin pump from the reservoir, and they worried about they not getting the full amount of insulin when they bolus. The customer was treated for the high blood glucose with bolus on insulin pump and did set change as well. The customer declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis. Reservoir will not be returned for analysis.